Event description:
It has been reported that acetabular insert would not lock into the cup. Another insert was used that worked. There was no adverse consequence for the patient or delay in surgery or anesthesis time.